Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of the smiths medical cadd legacy plus pump it was noted that 0.18 ml was remaining in the cassette. No patient consequences were reported. No adverse effects were reported.